Event description:
It was reported that the patient's right scs lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The lead had migrated causing ineffective stimulation. Surgery took place where the leads and were replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.